Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that loss of capture, loss of sensing, and an impedance issue was observed on the right ventricular (rv) channel during the implant procedure. The patient was pacemaker dependent, and the loss of capture did not result in any consequences. It was unknown if the event was due to the device or the rv lead. Ultimately, the device was reprogrammed to unipolar mode resolve the event and the patient was in stable condition.